Event description:
It was reported that a device issue occurred requiring additional intervention. The target lesion was located in the moderately to severely tortuous and mildly calcified left anterior descending (lad) artery. Intravascular ultrasound (ivus) imaging and predilatation were performed, and a 4.00 x 48mm synergy xd drug-eluting stent (des) was selected for treatment. An attempt was made to deliver the 4.00 x 48mm synergy xd des through a 6f non-boston scientific (bsc) guide catheter and a 6f guidezilla guide extension. During advancement, while partially within the 6f guidezilla guide extension, the stent encountered resistance, causing the non-bsc guide catheter and guide extension to be pushed back, resulting in wire pullback and losing access into the lad. Consecutive rewiring, ballooning, and guide extension insertion were performed. However, the proximal one-third of the stent developed a deformation. The patient developed a dissection in the mid to distal lad, which was flow-limiting and classified as type d. The patient experienced increased st elevation and chest pain. Subsequently, a new 4.00 x 48mm synergy xd des was delivered to the target lesion. The procedure was completed, and the patient was recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.